Event description:
It was reported that during a catheter placement procedure, the guide wire was allegedly stretched. It was further reported that extravasation was noted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one guidewire and one 6.5f introducer peel-apart sheath and vessel dilator received for evaluation. During visual examination sample appeared to have residue throughout the device, break to the inner wire of the device noted and the coils of the guide-wire were unraveling. Multiple bends and kinks were noted. Upon microscopic visual observation, inner core wire was protruding the coils of the guidewire. The end of the round core wire appeared rounded and had a distinct spherical shape. Flat inner core wire was observed within the coils of the guidewire. The distal dilator tip appeared partially frayed. Therefore the investigation is confirmed for the reported guidewire stretched and fracture and deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during a catheter placement procedure, the guide wire was allegedly stretched. It was further reported that extravasation was noted. The current status of the patient is unknown.